Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Investigation is in progress. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. There are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. (B)(4).

Event description:
It was reported that the nasal cannula tubing was found "severely kinked in the package" . When the respiratory therapist removed it from the package, the tubing remained kinked and they did not apply it to the patient.

Manufacturer narrative:
Additional information: the previous investigation has been concluded. The non-conformance investigation determined the root cause to be an inconsistency among operators to follow assembly work instruction and inadequate packaging carton. A correction and corrective action have been done to include retraining and updating work instructions to include second packaging. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received: based on the information available this complaint is being addressed in a previous investigation; therefore this complaint will be closed with no further action. This record was created to address the unknown number of devices that were found with kinks. Since there is no lot number or samples provided it cannot be determined if the kinked tubes have effected the device function. An investigation was performed to determine potential root causes of this complaint and convatec is taking the appropriate steps to correct the issues and improve the quality of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).